Event description:
Routine complaint investigation confirms test results outside plus or minus 10% range recommended by MFR for precision testing. Under certain conditions these results could have adverse clinical effects. No injuries reported in the field.